Manufacturer narrative:
The patient experienced worsening back pain and sciatica while using the optune gio device. Novocure medical opinion is that a contribution of device use and the device weight to the patient´s current condition cannot be ruled out. However, the patient did not follow novocure instructions to wear the device in a way to ensure even weight distribution, which might have contributed to the event. In addition, novocure provides a backpack to ensure optimum weight distribution, which was not used by the patient. The herniated disc occurred prior to optune gio use, and thus is unrelated to device use. Back pain was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in both arms of the trial (10% and 5% in optune/tmz and tmz arms respectively. Sciatica was reported in the optune/tmz arm of the ef-14 trial only with <1%. Additional note: manufacturing date of (B)(6) is march 29, 2021.

Event description:
A 64-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2024, the patient reported he temporarily discontinued optune gio therapy due to sciatica possibly related to the use of optune gio therapy. The patient primarily used the shoulder/cross body bag provided by novocure to carry the optune gio device, and he mentioned the cross-body bag was always carried on the same side. On (B)(6) 2024, the patient noted he had not resumed therapy due to ongoing back pain. On (B)(6) 2024, novocure was informed by the patient that he will undergo spinal surgery to relieve the back pain. Prior to starting optune gio therapy, the patient had an accident which resulted in a herniated disc accompanied by back pain. Reportedly, the pain returned when the patient started optune gio therapy due to the weight of the device and the way it was worn. The patient resumed optune gio therapy on (B)(6) 2024. Novocure technical support trained the patient multiple times on how to wear the optune gio device in order to distribute weight uniformly on the body and to protect the spine, however, these instructions were not followed initially. The patient was provided with a comfort belt to help improve the condition. The prescribing physician was contacted for further details without reply.